Event description:
It was reported that the patient left tka was revised, a large size 7m18mm poly insert was exchanged on the tibia for added knee stability.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer - hospital policy.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Insufficient medical records were received for review as medical history, progress/consultation notes, and operative reports were deemed necessary. The exact cause of the event could not be determined because insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the patient left tka was revised, a large size 7m18mm poly insert was exchanged on the tibia for added knee stability.